Manufacturer narrative:
The customer reported that this unit was giving an incorrect artillery value. Nihon kohden technical support (nkts) asked I the patient was still on the unit and the customer reported that the patient is no longer being monitored by the unit. The patient was taken off the unit and moved to a different room. The customer states that this is the second occurrence of this issue however the first time this happened the hospital did not report it to nk. Nkts advised the customer to test it on a simulator and if the issue is still present, to send the unit in for evaluation. Many attempts have been made to contact the customer regarding this issue with no response from the customer.

Event description:
The customer reported that this unit was giving an incorrect artillery value.